Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: 03-010-405,(lot:3491520),qty:1; 03-010-407,(lot:2618489),qty:1; 356-817,(lot:2257455),qty:1; 356-818,(lot:2259338),qty:1; 356-819,(lot:2106562),qty:1; 356-820,(lot:2223472),qty:1; 357-029,(lot:2539055),qty:1; unk - screws: trauma, qty: unknown.

Manufacturer narrative:
Concomitant devices updated. DHR review was completed. Part number: 04.027.054s. Synthes lot number: 9248917. Release to warehouse date: 11.nov.2014; expiry date: 01.nov.2024. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown), protection sleeve for pfna blade (356.818, lot 2259338, quantity 1), buttress/compression nut for pfna blade (356.817, lot 2257455, quantity 1), drill sleeve for pna blade (356.819, lot 2106562, quantity 1), trocar for pfna blade (356.820, lot 2223472, quantity 1).

Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. While checking the post-operative x-ray images on (B)(6) 2017, it was found that the blade in question had been out of bounds toward anterior femur. The surgeon commented that there was no problem with the blade in question during the dry run. Another doctor commented that the cause might be the connection to the aiming arm was loosen during the surgery. No adverse consequence to the patient was reported. Patient¿s outcome reported as okay. This report is for one (1) pfna-ii blade l95 tan. This is report 2 of 4 for complaint (B)(4).